Event description:
An alarm issue was reported with the adc device in use with a samsung a32 with android 13 operating system version 2.10.1.10406. It was reported that the low and high glucose alarm failed to sound, was unable to obtain readings and receive glucose alarms. As a result, customer experienced "blacking out," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who obtained a blood glucose result of 0.93 mmol/l on an hcp meter and provided pepsi, glucose gel, and an unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a samsung a32 with android 13 operating system version 2.10.1.10406. It was reported that the low and high glucose alarm failed to sound, was unable to obtain readings and receive glucose alarms. As a result, customer experienced "blacking out," a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional (hcp) who obtained a blood glucose result of 0.93 mmol/l on an hcp meter and provided pepsi, glucose gel, and an unspecified injection as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An attempt to replicate the user complaint with similar configuration to android13/ios 2.10.1.10406 was made and system functioned as intended. The complaint was unable to be replicated. No issues were identified with the application. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kits were reviewed and the dhrs showed the libre sensor and freestyle libre sensor kits passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.